Event description:
Fitting is easy but product lasts only a week, not a month or 6 months. So far I've spent (B)(6) on "different" brands (all exactly the same) and they have not lasted; all together, more than 5 or 6 weeks before they come apart. I have no receipt. The box's upc code is attached. These things should not cost over (B)(6) certainly not (B)(6). I have seen them in (B)(4). Who saves grocery receipts??

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.